Event description:
It was reported that before introduction into a high grade stenosis into a left internal carotid artery, the guide wire tip of an rx accunet 3-in-1 5.5, 190 embolic protection system was noted to be bent "in several angles" and was not introduced into patient anatomy. The procedure was completed using another accunet device. While the device was not used in the patient, a clinically significant delay was reported due to the need to secure an additional accunet device. Returned goods lab received the device with shaping ribbon separated from the guide wire core. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The bend was unable to be confirmed however the coils were stretched and collapsed which is likely the damage that was reported by the account. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified